Event description:
During a novasure uterine ablation, the novasure hand piece failed approximately 3 seconds into the ablation phase of the procedure. A second novasure handpiece was used, and the procedure was completed without incident. Manufacturer response for endometrial ablation device, novasure (per site reporter): no reply to date.